Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 03-may-2019 from the patient via a company representative who reported that per the patient every time she got her pump refilled, the hcp (healthcare professional) did not get the correct amount of fluid back. No patient symptoms were reported. The actual volumes, the expected volumes, and the event dates were unknown. A dye study was done recently (date unknown), and per the patient it was ¿inconclusive¿. On (B)(6) 2019 the patient was taken into surgery for a catheter revision. At that time, the pump reservoir was reading 18.2 ml. During the procedure when the pump was accessed, it was found that the sutures had come out and the pump had flipped numerous times. The pump had been sutured in the pocket area at the original implant, but it was unknown if all four suture loops were utilized at the original implant. The physician cut out the affected/twisted up pieces of the existing catheter and revised it using a catheter revision kit. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving fentanyl (500mcg/ml at 174.mcg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the hcp was filling the pump on (B)(6) 2018 and the hcp expected 2.5ml and got 15ml. It had happened the last several times. On (B)(6) 2018. The expected residual volume (erv) was 2ml and the actual residual volume (arv) was 8ml. The pump logs did not show any anomalies. The patient was doing fine and their pain was under control. There were no further complications reported at this time.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the hcp didn't believe the dye study was needed at this point. The cause of volume discrepancy was not determined, just speculation at this point. The rep did not know the date that the rep would know the information at this time. Patient's weight was not given. No further complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 23-may-2019 from a healthcare professional via a company representative who reported that the twisted segment of the catheter that was removed was unable to deliver drug because it was severely kinked. No further complications were reported/anticipated.